Event description:
Additional information was received. The type I endoleak has resolved.

Event description:
An endurant ii stent graft was implanted into a patient for the endovascular treatment of a 4.7 cm in diameter fusion form abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 24 mm in diameter, and 12 mm below the renal artery the aortic neck measured 27 mm in diameter. The patient¿s anatomy was reported as reversed-taper, tortuous, short aortic neck. The final dsa confirmed an unknown endoleak which seemed to be type 1a endoleak. After additional touch-up with a balloon, a minor proximal type I endoleak was diagnosed by the dsa, and the operation was completed. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)